Manufacturer narrative:
Investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 41 days (B)(6) ¿ (B)(6) per time stamp). No external power alarms were active when the patient was connected to the mpu. The no external power alarms were active on (B)(6) between 14:09:20 ¿ 14:09:21. The ebb provided power to the system during these events. The root cause for the no external power alarms while connected to the mpu was not conclusively determined through this analysis. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device and device identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had some no external power alarms on the mobile power unit (mpu). The first total loss of power to the mpu on (B)(6) 2019 enabled the backup battery in the controller for a short time until power was restored to the mpu. Additional information was requested, but no additional information has been received at this point.